Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive escape button due to a corroded and flattened button dome. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the reservoir tube window corners, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.